Event description:
It was reported that a novum iq large volume pump under-infused continuous gtt of fentanyl. This was observed during patient infusion on the surgical trauma intensive care unit (sticu). The pump was programmed for a primary infusion of 90cc at a rate of 100 mcg/hr. There was approximately 50-60ml actual volume left in bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.